Event description:
It was reported that a merlin.net transmission revealed an autocapture back up pulse which may have placed the patient into a ventricular tachycardia. Autocapture was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.